Manufacturer narrative:
Concomitant medical products: product ID: 429688 lead, implanted: (B)(6) 2013, 694758 lead implanted: (B)(6) 2013, 5076-45 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely due to high thresholds on the left ventricular (lv) lead. The device was explanted and replaced. The lv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.